Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show each lot released with no recorded anomaly or deviation.it is unknown which lot number was used in the left knee it could be j2488920 or j2521178.(B)(4).

Manufacturer narrative:
(B)(4) - dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent a bilateral knee arthroplasty on (B)(6), 2012. Subsequently, patient's left knee was revised on (B)(6), 2012 due to prolapsed locking bar.